Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify low battery life due to blank display. The insulin pump has with minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating with the battery longevity on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was already sent a battery cap, but the issue was not resolved. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.